Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. Based on the provided calibration data, there were multiple events with unusually high calibration signals and/or duplication errors. This is consistent with customer calibration handling issues such as aliquoting, storage, homogenization, bringing the materials to room temperature prior to use, and adherence to single-use. As the calibration issues were not related to a certain reagent or calibration lot, a general reagent or calibrator issue was excluded. It was noted on the day of the event that the quality control was either incomplete or not performed. Good laboratory practice precludes running and/or reporting patient results when quality control has not been performed. No product issue was found.

Manufacturer narrative:
The reagent lot number was 918716 with an expiration date of 31-dec-2026. The investigaiton is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 IV results from the cobas e 801 analytical unit. Approximately 30 samples had an initial ft4 result > 20 ng/l. When repeated, the result was within the normal range. One example was provided of an initial result of 25.3 ng/l, and a repeat result of 10.8 ng/l. An estimated example was an initial result of 25 ng/l., and a repeat result of 8 ng/l. The samples were repeated on the same analyzer or on another cobas pro analyzer at the customer site. The lower (repeat) results were reported outside of the laboratory and were consistent with the patients' history.